Event description:
The patient was admitted to the emergency room due to an overdose; specific symptoms were not provided. The pump was used to deliver morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).